Event description:
During the preparation and purging of the sheath, a plastic particle was expelled from the device. The swartz sl0 sheath had not been in contact with the patient. The doctor therefore decided not to use the device. Another product was used for the procedure.

Manufacturer narrative:
Correction: b5. Additional information: d9, g3, h2, h3, h6. One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The dilator and sheath were fully engaged upon receipt; the dilator was removed to enable visual inspection. No foreign material was noted within the returned bag or on the device. No visual anomalies were noted. The sheath and dilator were flushed with fluid; no foreign material exited the device. The dilator tubing was cut lengthwise and no skived material was noted. No foreign material was noted on the device. No foreign material was found when flushing the dilator and sheath. The dilator tubing was cut lengthwise and no skived material was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported skiving remains unknown.

Event description:
A small piece of plastic was noted to be loose at the proximal end of the dilator. The device was exchanged in order to complete the procedure with no consequences to the patient.